Event description:
The consumer reported a false negative result with the covid-19 at-home test compared to another covid-19 at-home test. On (B)(6) 2022, in the morning, the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022, around 3:30 p.m., the consumer performed a covid-19 at-home test from another kit box and the result was positive. The lot number of the kit box was not provided. The customer has alleged experiencing covid-19 symptoms since (B)(6) 2022. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).